Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. Blood glucose levels reached 697 mg/dl. The pink slide was not forward, indicating a needle mechanism failure. The cannula was found bent. The pod was worn for 4 to 24 hours before the issue was realized. A manual injection of insulin was delivered,

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula, needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.